Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. Without a product return, no product evaluation is able to be conducted. Product was discarded at hospital. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the review of the case during complaint meeting on may 23th, 2019, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is probably related to a user error during peek cartridge removal. However, with available inputs this hypothesis could not been validated. The root cause for this event remains unknown. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly. Product scrapped at hospital.

Event description:
Mobi-c p&f us : implant disassembled. It was reported that during a mobi-c surgery, implant rotated off peek cartridge. Tried to connect but irreversible. Removed implant & reimplanted a new one. No delay was reported. Implant was discarded at hospital. Additional information received on may 16th, 2019 : patient is going fine, adjustable stop was set on 0. The surgery was performed for level c6-7. Surgical technique was followed. Disc space was under distraction. No rotational movements were performed. No difference noticed in surgical steps between the first and the second implant. No x-rays are available. The mobi-c no touch level and the mobi-c distraction forceps were used. Additional information received on may 20th, 2019: surgeon release distraction a bit so that the implant doesn¿t advance straight into the spinal cord. The resistance was not a problem. When malleting you must create minor resistance.